Event description:
Patient admitted to hospital for exchange of thoratec tlc-11 drivers. Each driver was placed on patient and ran for several hours, without complication. Patient will be discharged (B)(6) 2008.